Manufacturer narrative:
Analysis was normal. No anomaly was found.

Event description:
It was reported that during implant, low impedance values were obtained despite several attempts at repositioning. The lead was not implanted. There were no adverse consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.